Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 348 mg/dl at the time of incident. The customer's blood glucose was 268 mg/dl at the end of call. The customer stated that they were unable to describe the damage on the drive support cap. The customer noticed a huge crack on the insulin pump during troubleshooting for the motor error alarm. The customer declined to troubleshoot for the high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.